Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right atrial lead exhibited noise which could be reproduced with isometrics. The lead impedance was noted to be stable. The physician decreased the device's sensitivity. The patient left the clinic in stable condition.